Event description:
A surgeon reports a pt with a "poor clinical outcome" following lasik surgery. A review of pt records indicates a loss of bcva (best corrected visual acutiy). The pt underwent lasik surgery for the right eye in 2004, but the procedure was aborted after 25 seconds. A topical antibiotic was prescribed for the right eye. The pt returned 4 days later at which time lasik was performed on both the right and left eye. The pt was complaining of burning in the right eye. At one day post-op, the surgeon noted epi defect on both eyes. Two days post-op the pt was seen for burning sensation in the right eye was swollen shut. Pt was diagnosed with an allergic reaction to the topical antibiotic. During the next few weeks the surgeon noted advanced abmd (anterior basement membrane dystrophy) superiorly in the right eye and the pt complained of pain in the right eye.